Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Images show a wide complex with large t-waves and an elevated rate which leads to t-wave oversensing and an inappropriate shock. The patient is on dialysis. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.